Manufacturer narrative:
The lot number was unknown; therefore, the device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during a tibial diaphyseal fracture surgical procedure, it was discovered that the radiolucent drive device which was attached to the trauma recon system (trs) stopped with a strange noise. According to the reporter, the surgeon pulled out the device from the bone and detached each part from the device system including the attachment device, the lucent body and the drill bit device. The surgeon then reattached the device parts and checked if the devices were attached properly. The reporter indicated that while the device was on, the lucent body itself turned very fast; however, the drill bit device was not functioning. The reporter stated that the surgeon repeated the process by pulling out the radiolucent drive device from the bone, detaching each part of the device system including the attachment device, the lucent body, and the drill bit device and then reattaching the devices. The devices were then checked to ensure they were attached properly. The device functioned properly, and the surgeon completed inserting one screw. According to the reporter, while the surgeon was drilling the next hole, the issue occurred again. The surgeon repeated the detachment and reattachment process of the devices again. However, the device did not function while on the dry setting. The reporter stated that the surgeon then repeated the detachment and reattachment process of the devices again and the device functioned properly with dry setting. The reporter indicated that as the issue occurred again, the surgeon tried the detachment and reattachment process of the devices repeatedly. However, the device made a strange noise and stopped working completely. The surgeon then stopped using the device and inserted the screw by drilling. The reporter stated that the medical staff alleged that the edge of the device seemed to be heating excessively. There was a ten minute delay in surgery. It was not reported if a spare device was available for use. The surgery was completed successfully. The reporter stated that the surgeon checked the device again after the surgery and the device functioned properly. The reporter confirmed that there were no allegations of malfunction against the trauma recon system (trs), the drill bit device and the attachment device. According to the reporter, the allegation was only against the radio lucent drive device. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and the reported condition was not duplicated or confirmed. A functional assessment was performed and no failures were identified. Therefore, an assignable root cause was not determined. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(6). Contact office name/address has been updated accordingly to reflect the corrected manufacturing facility. The device serial number was not provided by the reporter in the initial report. Therefore, the serial number was unknown. Upon receipt of the device, the serial number was identified as (B)(4). The device manufacture date was unknown in the initial report. The device manufacture date has been updated as oct 5, 2015. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.